Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. Event log history was performed and indicated that two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. During analysis the customer's concern regarding failed accuracy was able to be confirmed. The delivery accuracy tests found the pump to be over delivering outside the published specification of +/-6%. Service will replace the pump's expulsor in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy at +11.2%. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.